Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that after implantation the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, organ perforation, urinary problems, bowel problems and neuromuscular problems. It was reported that the patient underwent removal of gangrene mesh and sutures in (B)(6) 2005. The patient underwent abdominal sacrocolpopexy in (B)(6) 2005 in order to ¿correct botched up surgery.¿ (B)(4) - undefined recurrence; dyspareunia; urinary problems; bowel problems; neuromuscular problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.